Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the cable valve solenoid 3, fluidic global input/output printed circuit board, two way valve service kit and service fitting kit. The cse ran daily cleaning procedure, which passed. The cause of the (B)(6) is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a (B)(6) on one patient sample on an advia centaur xp instrument. The (B)(6) was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). It is unknown if the repeat result was reported to the physician(s). The customer then obtained (B)(6) method on an alternate advia centaur instrument. It is unknown if these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6).